Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided in the medical records was limited to a visit to a clinic and the kugel patch implant procedure, which was without complication. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2003 - pt presented to a walk in clinic with left testicle pain and lower abdominal pain. He was treated with antibiotics for an episode of epididymidis or orchitis on top of a small left inguinal hernia. On (B)(6) 2003 - pt underwent repair of left inguinal hernia with a kugel patch.